Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Establishment name: medtronic minimed country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced issues with infusion set leakage at site on (B)(6) 2026. No further information is available.